Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, improper component placement.

Event description:
On (B)(6) 2020, this patient underwent an emergency endovascular treatment for treatment of a ruptured pseudoaneurysm of the proximal anastomosis after vascular prosthesis replacement. Two pla280300j were implanted and the procedure was completed without any issues. On (B)(6) 2020, this patient was transported emergently to the hospital. CT revealed an aortic rupture at the proximal side of the pla280300j (approximately 4 cm below the renal artery). On (B)(6) 2020, as a treatment, three additional stent grafts were placed. The patient tolerated the procedure. The physician 's comment: at the index emergency procedure, the proximal landing seal zone should have landed in more proximal aortic site where tissue was healthier and normal, approximately 2 cm below the real artery.